Event description:
It was reported that during a lead implant, the tip of the catheter broke and separated from the catheter. At the end of the procedure, the doctors noticed that a small piece of the broken catheter part was left behind and had gone to the left side of the chest near the lung. No further patient complications have been reported as a result of this event.

Event description:
.

Event description:
It was reported that during a lead implant, the tip of the catheter broke and separated from the catheter. They were able to snare out the broken part of the tip. However, at the end of the procedure, the doctors noticed that a small piece of the broken catheter part was left behind from the fluoroscopy view and looked like it had gone to the left side of the chest near the lung. It was later reported that during the procedure, the catheter slipped out with several attempts of trying to get in the acute angle vein. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found catheter separation. It was kinked, and blood was visible on the inner and outer diameters. Two sets of tool mark (tracks) were noted in the inner diameter, 180 degrees apart from each other, near the visible tares in the wall. No tool mark (tracks) were visible on the outer diameter of the catheter in that area.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found catheter separation. It was kinked, and blood was visible on the inner and outer diameters. Two sets of tool mark (tracks) were noted in the inner diameter, 180 degrees apart from each other, near the visible tares in the wall. No tool mark (tracks) were visible on the outer diameter of the catheter in that area. A tool working on the inside of the catheter may have caused the two tares in the wall and separation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found catheter separation. It was kinked, and blood was visible on the inner and outer diameters. Two sets of tool mark (tracks) were noted in the inner diameter, 180 degrees apart from each other, near the visible tares in the wall. No tool mark (tracks) were visible on the outer diameter of the catheter in that area.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found catheter separation. It was kinked, and blood was visible on the inner and outer diameters. Two sets of tool mark (tracks) were noted in the inner diameter, 180 degrees apart from each other, near the visible tares in the wall. No tool mark (tracks) were visible on the outer diameter of the catheter in that area. A tool working on the inside of the catheter may have caused the two tares in the wall and separation.

Event description:
It was reported that during a lead implant, the tip of the catheter broke and separated from the catheter. They were able to snare out the broken part of the tip. However, at the end of the procedure, the doctors noticed that a small piece of the broken catheter part was left behind from the fluoroscopy view and looked like it had gone to the left side of the chest near the lung. No further patient complications have been reported as a result of this event.